Event description:
Patient had 2 non-medtronic stent implanted to the rca during index procedure with a dissection occurring and on the same day had one resolute integrity drug-eluting stent implanted at the structure of a previous CABG site. Approximately 3 days later the patient expired. Cause of death is unknown. Doctor commented that there is no relationship between death and procedure.

Manufacturer narrative:
Evaluation results and conclusion: (death). Patient¿s condition. Predisposed event (CABG, diabetes, hyperlipemia, hypertension and allergic for contrast media). (No results available since no evaluation performed). Device or procedural images not provided for review (none). Device not returned for evaluation. (B)(4).